Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that zxr00 18.5 diopter intraocular lens was explanted from "a amle" patient's right eye due to an unexpected postop refraction results. Patient's post operative refraction was hyperopic by 1.75 diopters. It was noted that prior to the myopic lasik procedure, calculation using ora gave the wrong result. The ora did not agree with the preoperative calculations and the physician still elected to go with the ora calculation. The lens was successfully replaced with a zxt150 21.0 diopter lens and there were no other issues noted. The explanted lens was accidentally discarded during the procedure and is no longer able to be returned. No further information was provided.